Manufacturer narrative:
The initial info indicates a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Add'l f/u to this MDR is expected.

Event description:
The customer reported that a few pts have been mistreated, due to a malfunction of the acuity workstation. The pts are planned in eclipse and planning approved. This plan is open on the acuity to acquire images of the fields (fields with mlc). The sys did not allow saving of the image because the plan is in "planning approved" (normally, you are allowed to add a simulation image to a planned approved plan). The physicist unapproved the plan, deleted the dose icon and saved the image. Unfortunately, for an unk reason, the mlc shape has been changed. The plan was approved and treated with this wrong mlc.